Event description:
It was reported that the patient presented to the emergency room due to the associated device. Upon review of the electrograms, undersensing was noted. The device was reprogrammed and normal device and lead function resumed. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.